Event description:
The catheter was reportedly leaking inside the body. Replaced it with a new catheter.

Manufacturer narrative:
The device has not been returned to the MFR, at this time, for eval. A lot history review (lhr) of reyh2205 showed no other similar product complaint(s) from these lot numbers.